Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had motor damage and would not run, and a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, and the motor was damaged ¿ would not run. It was further determined that the device failed pretest for check for sticky triggers, check the function of the device, and check the power with power test bench. It was noted in the service order that during an unspecified surgical procedure the device was not working. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.